Manufacturer narrative:
The electrodes have not been returned for evaluation. However, information obtained during this investigation has determined that the handling practices used by this customer has caused damage to the electrode packaging. The customer indicated that the pads are being folded, squished and manhandled before being shoved into machine bins for storage. These electrode pads are not being handled or stored properly which is causing poor or no connections which will result in the failure of the automated self test and would display error messages and cause a red x condition on the device. This report has been closed as user mishandling. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6)-year- old (gender unknown) patient, the device displayed a "check pads" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.